Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.75 x 38 mm xience prime stent was implanted. After deployment a mild distal edge dissection was observed. A xience v stent was used to successfully treat the dissection. There was no adverse effect to the patient due to the dissection, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Dissection is listed in the xience prime ll everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.